Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the change out procedure of the existing implantable cardioverter defibrillator (ICD), difficulty was encountered when loosening the setscrews of the right atrial (ra) and right ventricular (rv) ports. Troubleshooting was attempted, but only successful with the rv setscrew. The ra setscrew would not release, so the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device was performed. The header of the device was not returned with the device, and minor scratches were noted on the case. A review of the device memory noted no resets, errors, or fault codes. No further analysis was performed.

Event description:
This supplemental report is being filed as the device was returned and analyzed.